Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) channel. It was discussed that the noise could be from air bubbles. The noise was resolved at the patient¿s pre-discharge check. No adverse patient effects were reported. The device remains in service.